Event description:
It was reported that the insulin pump alarmed no delivery 3 times on the same day during basal rates. The blood glucose reading was 330 mg/dl, which was treated with a correction. The customer declined troubleshooting for high blood glucose levels. He stated that he was unable to remove the infusion set to examine the infusion set cannula. He was advised that the alarm may have been related to a possible insertion site issue, possibly due to a bent cannula or a site/infusion set occlusion. He was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.